Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging a audio tone/vibration (vibration issue). No details were provided at the time the complaint was reported. Animas customer support made several attempts to contact the reporter in follow up; however, the reporter did not respond. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2019 with the following findings: during investigation, the pump powered on with the vibration feature functioning appropriately. The complaint of a vibration issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed crack in the battery compartment below and above the grip pad. Also unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.